Event description:
It was reported that the lead was used in an attempted implant, but because the target vein could not be selected, the implant was abandoned. The lead was analyzed, and no anomalies were found. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, blood/body fluid found on all conductors; full lead analyzed.